Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage/crack in the connector. The hemostasis cap was not returned. The reason for return was confirmed. Note for section e initial reporter: the initial reporter's name and phone number cannot be provided due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral arterial or jugular venous cannula and kit, it was reported that there was a crack in the cannula body. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the cannula was not heated or cooled prior to use. There was no damage to the packaging (outer box, inner packaging or sterile barrier). There was no patient blood loss due to the crack. A transfusion was not required. A second incision was not required when the device was replaced. Medtronic received additional information that the crack was identified before insertion into the patient's body. The patient did not experience any health hazards.